Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the competitor guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.